Event description:
The following was reported to hamilton medical ag: we checked the logs after taking custody of it and found tf10. This intellicuff was delivered to the hospital on january 23, 2019. The hospital is dissatisfied with the failure of the product a few years after delivery and the fact that it will be a product replacement. They have requested a report on the limited failure area in relation to this event. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).